Manufacturer narrative:
Additional information device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device evaluated by manufacturer: yes. Device evaluation: the aab00 lens was received inside of a third-party sterilization bag with its lens case and the lens partially inserted into a 1mtec30 cartridge. The sterilization bag was received inside of an aab00 lens box labelled with sn (B)(4) which also contained a second sterilization bag with the lens, lens case, and a 1mtec30 cartridge for that lens. All contents were kept inside a clear plastic bag. The original sterile pouch packaging was not returned in the package. The reported issue could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not confirmed as the lens was returned in a third party sterilization bag. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, information not provided. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported during product handling and prior to insertion of aab00 22.0 diopter intraocular lens (iol) model there was a tear in the pouch. Through follow up, customer account provided additional information confirming the primary pouch had been breached, the procedure was completed successfully using backup lens of the same model and diopter size. Patient outcome was reported as fine. There is no patient contact with the initial lens, no serious patient injury, no medical complications, and there was no surgical intervention required. No additional information was provided to johnson & johnson surgical vision.